Event description:
Infection was reported. The leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead in segments was returned, analyzed and the outer insulation was breached due to clavicle rib crush. It was also noted that all the conductors were stretched, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was kinked/buckled, the outer insulation was breached cut and the lead was stretched. (B)(4): the full lead was returned, analyzed and the inner insulation had breached metal ion oxidization. It was noted that all the insulators had cosmetic metal ion oxidization, the distal conductor was stretched, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was kinked/buckled, the outer insulation had a cosmetic depression, and the lead was stretched.